Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, a stent thrombosis occurred. The target lesion was located in the right coronary artery (rca). The target vessel reference diameter was 3.5mm and the lesion length was 30mm. Pre-procedure stenosis was 85% and post-procedure was 0% stenosis. A liberte stent with a diameter of 3.5mm and length of 28mm was implanted. No information stated if direct stenting was attempted. An additional procedure was performed in the target lesion. Due to thrombus removal a second liberte was placed. The procedure was a technical success. The patient was discharged four days post procedure without current anginal complaints or silent ischemia. Discharge medication included: asa 100mg daily for 6 months, and clopidogrel 75mg daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.